Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
On 10/23/2015, it was reported that the patient would like the vns removed. He has previously had this generator disabled due to lack of efficacy and had always intended on having it explanted. He had not been able to do so because of insurance issues. His insurance situation has improved since moving and after a recent fall (not attributed to the vns) he is intent on having the vns explanted. He has bruising at the site (and other locations) and has difficulty lying on his side after the fall. He states that his particular indication made efficacy difficult. He does not want to try another vns generator.

Event description:
Clinic notes were received stating that the vns patient¿s device could not be interrogated during an office visit on (B)(6) 2013. Review of the available programming and diagnostic history showed that the device frequency was programmed to 5hz on (B)(6) 2007 which can drain the battery even if the device is programmed off. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr); corrected data: inadvertently listed date for follow-up report #2 as (B)(4) 2015 when it should have been (B)(4) 2015.

Manufacturer narrative:
Evaluation codes, conclusions, corrected data: previously submitted MDR indicated that no conclusions could be drawn; however, the failure to program is likely not a device failure based on the programmed settings.

Event description:
Manufacturer labeling states that programming this model of the suspect medical device to frequencies of 5 hz or below for long-term stimulation generates an electromagnetic trigger signal, which results in excessive battery depletion of the implanted pulse generator. This generator was programmed to 5hz on (B)(6) 2007; therefore, the generator likely reached end of service by the time the failure to program occurred and is therefore not a device failure.